Event description:
The iab leaked. Blood was noted back into the system 97 pump. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 3/30/1998.) (Pt's current status: unk - reported 3/30/98).